Event description:
The pt reportedly experienced loss of sound followed by loss of lock with internal device. Programming changes were made and external equipment was exchanged; however, the issue was not resolved. Device revision surgery is being considered.